Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 13th of april 2016 for further investigation. During the investigation the fse performed decontamination of the instrument with10% bleach and di water. The fse performed instrument startup and ran patient samples. The chromatograms of the run were normal with no unidenitifiable peaks present. Instrument is functioning as intended and was released. The most probable cause for this event is due to contamination of the device. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 the customer reported unidentifiable peaks. The instrument has a new column, new filter and new sample probe. The customer adjusted the flow rate from 0.9 to 1.2 which effected the sa1c retention time to go from 0.56 to 0.62. The unidentifiable peaks still existed. The technical support group (tsg) asked the customer to verify reagent lots match column and no errors were found. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.